Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was reported as due to an aeruginosa infection. The patient began treatment with unspecified second-generation anti-inflammatory medications and tube flushing. At the time of this report, pd therapy was discontinued. Hospitalization, and patient outcome were not reported. The reporter declined to provide additional information.